Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (value not provided) and customer went to the emergency room (ER). Contact alleged pump was not delivering insulin properly as insulin was not observed exiting the infusion set tubing until after filling the tubing with additional insulin. Customer reverted to using method for insulin therapy. Although multiple attempts were made by tandem technical support to follow up with the customer for additional information, no reply was received.